Event description:
The implant was opened during the surgery and it was detected that a component was missing from the device. Surgery completed with another implant of the same size.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. Attempts were made to obtain additional information. However, none was available. D10: the product has been returned to zimmer biomet for investigation. G3: report source, foreign - event occurred in portugal. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The event reports that the liner component of a bipolar cup is missing. A non-clinically significant (<30mins) delay to surgery was reported. The complaint has been confirmed following review of the returned product provided and review of manufacturing history records. A review of the device history records identified discrepancies at the assembly step of the manufacturing process that have been confirmed to have contributed to the reported event. A complaint history review identified 3 similar complaints for the same item number. A complaint history review identified 3 similar complaints for the same lot number. The severity and occurrence cannot be assessed at this time as no appropriate line for this hazard exists. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The confirmed condition of the device when it left zimmer biomet is non-conforming to specification. Corrective action has been initiated as a result of the reported event; ca-05623 initiated for investigation of the root cause and implementation of corrective actions, and hhe-2020-00064 has been approved as a field safety corrective action for removal of the lot from the field. Risk assessment: relevant line: -there is no line relevant in the dfmea for missing component, and no pfmea for this process exists, since initial investigation shows that this batch was not fully assembled since it was intended for wash validation testing only, and not release for sale. This is stated in hhe-2020-00064 and ca-05623 will investigate and address as required. Severity assessment: -since no appropriate line exists for this issue, no severity assessment can be made at this time. Product is subject to an fsca and ca-05623 initiated to investigate. Occurrence assessment: the occurrence of this issue is considered 100% as the failure cause is known to have affected all pieces within lot 6596871. An occurrence assessment utilising sales cannot be compared to any risk file documentation as there is no appropriate line for this issue. Risk score: risk score cannot be calculated or assessed without appropriate fmea line. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
The implant was opened during the surgery and it was detected that a component was missing from the device.